Event description:
An impella 2.5 vad was placed into the patient. The device was left in as a bridge to surgery in 48 hours after glycemic control was maintained. Device motor failed around 34 hours later. Narrow pulse pressure noted the day after implant. Continued to narrow throughout the day. Impella switched out. Problem incurred and was switched back to original. That evening, pressures increased and continual purges until the console stated that the motor wasn't functioning. Md stat called to pull device. Iabp at bedside as a precaution. Although the device IFU states that the catheter is meant only for 6 hours of use, the company had stated that it was possible to leave it in for 5 days. Device was explanted at time of failure and not replaced since patient had stabilized.====================== manufacturer response for catheter, cardiac assist pump, impella 2.5======================they are picking up the device in a few days for evaluation.